Manufacturer narrative:
(B)(4). Batch # u5a66u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received partially fired 1/16 with seven double drivers out of position and one double driver missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the drivers to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a direct colonic hernia surgery, the device would not fire on the first firing. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.